Manufacturer narrative:
Device labeling single use or reuse.

Event description:
A doctor reported 4 pts who experienced infectious corneal ulcers. The pts experienced a total of 7 events. Pt 1 experienced 1 ulcer, pt 2 experienced 3 ulcers, pt 3 experienced 2 ulcers and pt 4 experienced 1 ulcer. The doctor reported that in each event the pt was instructed to d/c contact lenses (cl) until the ulcer resolved. In each event the ulcer resolved. Pt 3 wore acuvue oasys cl and was diagnosed with infectious corneal ulcer during 2 separate events. This record created to report infectious corneal ulcer os diagnosed in 2008. The ecp reported that the pt was using wal-mart brand disinfecting solution. The treatment regimen included d/c cl x weeks, vigamox every 15 minutes x6 then q 30 minutes x6 then q 3hrs. The doctor stated that the ulcer has resolved. Bcva before and after the event were not reported. See MDR #1033553-2008-00044 to capture event in the other eye. The suspect cl is not available for evaluation. The lot number was not available for DHR investigation. MDR reportable events are reviewed in quarterly management review meetings. Any additional information will be reported within 30 days of receipt.